Event description:
It was reported the pt had fallen. Over time, the pt lost adequate coverage. An impedance check was performed revealing invalid and high impedance. X-rays were taken and no anomalies were found. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.